Event description:
The patient was having a catheter exchange for an abscess. It was discovered after the procedure that the plastic stiffener was retained inside the catheter. It seems it would be beneficial to have the cap of the stiffener be red to highlight that this is still in.